Event description:
Pts (patients) mother reported the freedom 60 pump at home broke this past thursday ((B)(6) 2024). The spring inside the pump broke and was unable to use the wind-up knob. Patients mother stated this was noticed prior to withdrawing the medication from the vials so no medication (gammagard liquid) was lost. The dose however was missed/delayed about 1 week. Patients mother confirmed the patient is not having any side effects or problems to report with the delay in dose. Pump is being replaced. The freedom 60 pump is a single use item and patient declined pump return box and will dispose of themselves. No further information to provide at this time. The suspect device serial number was not provided by the patient. The following device serial number is currently checked out by the patient for use: (B)(6). Reported to (B)(6) by: patient/caregiver.